Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated that drive support cap was normal. Customer states pump was not exposed to a high magnetic field. Customer was able to rewind the pump. Customer was performed displacement test and found no reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.